Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and boston scientific obtryx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat cystocele secondary to weakened pubocervical fascia, rectocele secondary to rectovaginal fascia and enterocele.

Manufacturer narrative:
(B)(4). The patient underwent excision of exposed anterior vaginal wall mesh and placement bs obtryx sling on (B)(6) 2008 due to stress urinary incontinence and exposed anterior vaginal mesh. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, pyuria, spotting, vaginal itching, vaginal swelling, cystocele, rectocele and enterocele. (B)(4).

Manufacturer narrative:
It was reported that patient underwent periurethral collagen injection on (B)(6) 2008 due to stress urinary incontinence and intrinsic sphincter deficiency. (B)(4).